Manufacturer narrative:
Date of report: 26sep2018. Added UDI (international (B)(4)). Date received by manufacturer: 21sep2018. The device was evaluated by a philips field service engineer (fse); the reported problem as confirmed. The printed circuit board assembly, motor controller, blower, power management board, overlay, and power switch were replaced. No parts were returned for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported the unit failed to ventilate. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR: 20nov2018. The power management (pm) printed circuit board assembly (pcba) was returned to philips for failure analysis. Testing determined that the solder crack was open and not making contact with the trace; causing multiple error codes to occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.